Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged error message appeared on (B)(6) 2013 at 2:30 pm. The patient informed the cca that he takes oral medication(s) to manage his diabetes. The patient denied taking any action regarding his usual diabetes management regimen due to the meter issue. The patient also denied developing symptoms; however, reported that he was "hospitalized" and treated with IV fluids 3 hours after obtaining the error message with the subject meter on (B)(6) 2013. It is not known what the patient's blood glucose registered with an ER/hospital/lab device at time of his arrival. The patient informed the cca that on (B)(6) 2013, he tested on another device and obtained a reading of "210 mg/dl". Replacement products were sent to the patient. This report is made based on the indication that the patient was hospitalized for a serious injury and the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.